Event description:
Keypad response issue. The distributor contacted animas on (B)(6) 2012 and reported all the keypad buttons were unresponsive. The distributor noted the keypad was peeled/torn/worn. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): the keypad was peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and ok buttons were intermittently unresponsive; the up arrow and contrast buttons responded appropriately. During investigation evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be partially detached and unresponsive due to contamination. (B)(4).